Manufacturer narrative:
The field service representative (fsr) tested the coin cell battery and found it to be at 0.18 volts (v) which is under the expected value. He replaced the coin cell battery. Release testing was performed. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a 'boot disk failure' message. As a result, an alternate device was employed. There was no delay, no blood loss, nor adverse consequences to the patient.